Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint that the permanent cautery hook instrument was cauterizing at the elbow of the instrument. The instrument was found to have thermal damage of the monopolar yaw pulley. Black char marks were present at the distal end. Any material missing from the thermal damage of the yaw pulley is likely thermally induced rather than mechanically induced. The electrical continuity test still passed. One side of the clevis ear was removed for further investigation. The silicone potting did not appear to be compromised as the conductor wire was not damaged around the weld location. Advanced failure analysis reported that upon visual inspection it was determined that the thermal damage originated from the base of the ceramic sleeve, at the intersection of the yaw pulley. It is unclear what caused the thermal damage, however it is possible that collection of blood, tissue, or other conductive material at that location may have provided an alternate path for energy to flow when the instrument was used for air firing. A site history review was conducted and pr ID (B)(6) was found to be related to this complaint. A review of the instrument log for the permanent cautery hook instrument (420183-12/n10180712) associated with this event has been performed. Per the logs, the instrument was last used on 12/12/2018. No image or video was provided by the site for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information were either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's fourth usage and, therefore, had not expired. Date of implant is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the permanent cautery hook instrument was cauterizing at the elbow of the instrument. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that as far as she was informed there was no patient injury. The nurse was unable to provide any further information regarding the issue with the instrument. Questions regarding patient demographic, relevant tests, and patient medical history was asked, however, the nurse stated she could not disclose that information.